Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracoscopy procedure, the cartridge fell into the pt. There was no reported pt consequence.